Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor was resetting and displayed a service code 104 (sd card fault). The cause for the failure was isolated to a defective sd card. Additionally, contamination was found in the sd card slot. The root cause for the defective sd card could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.